Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touch screen was unreadable. Reportedly, half of the screen was dark and the customer was unable to view graphics or text. Additionally, the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 120 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.